Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) has a very sick heart. The initial rhythm began with smart pass disabled, showing a very slow rate around 40 bpm and abnormal morphology compared to prior subcutaneous electrocardiogram (s-ECG). The rhythm progressed into a wide complex polymorphic ventricular tachycardia that was not rapid, but double counting allowed sufficient "ts" to trigger therapy. Three shocks were delivered across the episodes, none of which cleanly terminated the arrhythmia. The patient remains in the cardiac intensive care unit (ICU), and no reprogramming considerations were discussed. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
With the available information, boston scientific concluded that the clinical observation of low amplitude or poor morphology is a known inherent risk of the product and is noted within the instructions for use (IFU), as well as the product's risk documentation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. This device remains in service. As such, physical analysis has not been conducted in our laboratory. However, a labeling review and risk review were conducted. These reviews determined that the clinical observation of low amplitude or poor morphology is a known inherent risk of the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of low amplitude or poor morphology was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) has a very sick heart. The initial rhythm began with smart pass disabled, showing a very slow rate around 40 bpm and abnormal morphology compared to prior subcutaneous electrocardiogram (s-ECG). The rhythm progressed into a wide complex polymorphic ventricular tachycardia that was not rapid, but double counting allowed sufficient "ts" to trigger therapy. Three shocks were delivered across the episodes, none of which cleanly terminated the arrhythmia. The patient remains in the cardiac intensive care unit (ICU), and no reprogramming considerations were discussed. Currently, this product remains in service and no adverse patient effects were reported.